Manufacturer narrative:
(B)(4). Medical product: catalog #: 180561, comp nlk scr 3.5hex 4.75x35 st, lot # 251830 catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 593030 catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot # 472190 catalog #: 180560, comp nlk scr 3.5hex 4.75x30 st, lot # 541780 reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04986, 0001825034-2019-04987, 0001825034-2019-04988, 0001825034-2019-04991.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI# (B)(4). Concomitant medical products: catalog #: 115310, comp rvrs shldr glnsp std, lot # 670930, catalog #: 115330, comp rvrs shdr glen bsplt, lot # 415440, catalog #: 113653, comp primary stem 13mm std, lot # 921870, catalog #: 118001, versa-dial/comp ti std taper, lot # 411920, catalog #: ep-115395, e1 44-36 rtnv +3 hmrl brg, lot # 386560, catalog #: 115378, comp rvs tray +10mm co 44mm, lot # 800090. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04951, 0001825034-2019-04952, 0001825034-2019-04953, 0001825034-2019-04954, 0001825034-2019-04955, 0001825034-2019-04956, 0001825034-2019-04957. Remains implanted.

Event description:
It was reported that patient is still experiencing pain approximately two years post-implantation. No further information is available at this time.

Event description:
It was reported that patient underwent left reverse total shoulder approximately 8 years ago. Subsequently about a year later the patient underwent revision due to bone erosion (notching) ho, and baseplate positioning. The patient retained well fixed stem and had the humeral tray & bearing revised. Glenosphere components revised to competitor products. Subsequently the patient reports of ongoing pain since the revision. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The reported event is not confirmed; however, review of the revision operative note and implant logs confirmed incompatible implants used (non-zimmer biomet implants). Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent left reverse total shoulder about 10 years ago. Subsequently a month later underwent revision due to bone erosion (notching) ho, and baseplate positioning. Retained well fixed stem revised humeral tray & bearing. Glenosphere components revised to competitor products. Medical records related to ongoing pain were not provided. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined as it is unknown what is causing the reported pain. However, medical records provided state that the implants were used with competitor implants, which are not compatible. The use of incompatible implants is considered off-label use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.